Event description:
It was reported that the customer received multiple resume pump alarms. Review of pump history by tandem technical support showed alarms were generated from user commands to suspend insulin. Reportedly, customer's blood glucose level was impacted.

Manufacturer narrative:
Followup indicated that user continued to receive resume pump alarm. Customer's parent reviewed pump logs which confirmed that the user suspended and resumed insulin delivery several times. Tandem technical support recommended the feature lock. Additional follow up with parent indicated that the customer had not received another resume pump alarm since enabling the feature lock. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.